Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient changed the infusion set and noticed that the blood glucose level elevated. Therefore, she changed the entire set and noticed that the infusion set's tubing was detached at the site. The site location was patient's abdomen, and the pump was in the side. Moreover, the infusion had been used for few hours. No further information available.